Event description:
It was reported the customer was experiencing several different sensor issues and decided not to report the issues. Customer was called back and stated the batter kept dying quick. Customer stated the battery cap was replaced and issues persisted. The device keeps alarming failed battery and low battery. Customer was unable to troubleshoot, he didn't have time. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
The device was power up properly after battery installation. The device was received with operating currents within spec. No unexpected low battery alarms or failed battery test alarms noted. However, the device was received with corroded battery tube. The device received with cracked case at display window corners. The device was received with minor scratched lcd window. The device was programmed with test minilink and the glucose sensor simulator. The sensor feature working properly. No lost sensor alarms or unexpected sensor alarms noted.